Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, it was reported that the patient was hypertensive with a systolic pressure of 205. It should be noted, that the instructions for use (IFU) states that "the safety and effectiveness of mynx ace vascular closure device have not been established in the following patient populations: patients with uncontrolled hypertension (systolic bp >180 mm hg)". A review of the lhr was not possible as the lot number was not provided. UDI number: note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: on (B)(6) 2015, the patient (male) had an interventional coronary catheterization procedure. The patient was hypertensive with a systolic pressure of 205. The mynx vascular closure device was deployed correctly but failed to achieve hemostasis. Immediately after the deployment and after a 4 minutes hold, the bleeding ensued. Manual compression was applied for an additional 120 minutes. The patient stayed at the hospital for an additional 2 days. The patient was stable. The patient re-bled 5 days later and was readmitted to another facility. No further information is available. Additional information: it was a single stick puncture. Procedure type: intervention coronary vessel size: 6 mm sheath size: 6f stick location: medium procedure date: (B)(6) 2015.